Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced hyperglycemia (400 mg/dl) and treated with insulin pen on (B)(6) 2026. No further information available.